Manufacturer narrative:
The product was returned, and analysis was performed and based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right atrial (ra) lead had dislodged. Imaging confirmed the lead dislodgment. Subsequently, this patient underwent a revision procedure, and this lead was successfully explanted with no patient complications. The explanted lead is expected to return for analysis. Outside of the revision, no adverse patient effects were reported. The product has returned for analysis.

Event description:
It was reported that this right atrial (ra) lead had dislodged. Imaging confirmed the lead dislodgment. Subsequently, this patient underwent a revision procedure, and this lead was successfully explanted with no patient complications. The explanted lead is expected to return for analysis. Outside of the revision, no adverse patient effects were reported.